Event description:
The patient tested blood glucose on suspect device at 1 am and was 130 mg/dl. He was showing signs of hyperglycemia, frequent thirst and he had shortness of breath. He was taken to hospital based on symptoms and blood glucose was tested at 2:30 am and was 600 (lab). He was given an intravenous catheter, insulin and remains in hospital.